Event description:
It was reported that device detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During removal of the device, the tip sheared off. No actions were taken in response to the event. The procedure had been completed with this device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure. The imaging window was pinched and the exit port was deformed.

Event description:
It was reported that device detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During removal of the device, the tip sheared off. No actions were taken in response to the event. The procedure had been completed with this device. There were no patient complications.

Event description:
It was reported that device detachment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. The opticross peripheral imaging catheter was advanced for ultrasound examination of the target lesion. During removal of the device, the tip sheared off. No actions were taken in response to the event. The procedure had been completed with this device. There were no patient complications. It was further reported that the device was removed intact from the patient.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the telescope assembly. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.. The imaging window was pinched and the exit port was deformed.